Event description:
Hcp reported that back to back tests performed on the pt's surestep meter using separate finger sticks were 45, 61 and 120 mg/dl (100% difference). No symptoms were reported. The meter is not cleaned according to manufacturer's product recommendations. Control test (using new control solution) was done after meter was cleaned. The control test result (92) was in range (90-135). There was no allegation of harm.